Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. A post-procedure x-ray revealed a pneumothorax, although the specific lung region affected was unknown. Consequently, a chest tube was inserted and the patient required hospitalization. The patient reportedly recovered well and was subsequently discharged. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.